Event description:
This is filed to report a tissue injury and worsening mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. An xtw clip was selected for use and inserted into the patient. Several grasping attempts were made due to inadequate mr reduction. Ultimately, it was decided to remove the xtw clip and use a different size clip. A ntw clip was selected for use and inserted into the patient. During grasping attempt with the ntw clip, it was noted that there was a perforation in the anterior leaflet caused by the first xtw clip. The ntw clip was removed from the patient and the procedure was aborted with a worsening mr of grade 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient morphology/pathology. The worsening mr was due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.